Manufacturer narrative:
Please note correction to section h6 method and results codes. The reported event could be confirmed, with the provided radiographs. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. With the available radiographs, a formal medical opinion was sought: the event can be confirmed but with limited information provided, further evaluation could not be conducted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after surgery, the u-lag screw cut out the femoral head with u-blade deformation and the revision surgery was performed."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "after surgery, the u-lag screw cut out the femoral head with u-blade deformation and the revision surgery was performed."